Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump receive no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was 105 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was unable to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm.